Manufacturer narrative:
(B)(4). D10: cat# 139256, lot# 705160, m2a-magnum 42-50 tpr insrt std; cat# 103205, lot# 457600, taperloc por fmrl 11x142. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had an initial left total hip arthroplasty. Subsequently, developed pain, poor gait, and radiographic imaging displayed possible aseptic loosening of the acetabular component. Approximately 3 years later, underwent a revision and found an avulsion of the anterior portion of gluteus medius and minimus from the anterior margin of the greater trochanter, aseptic loosening of the acetabular component due to lack, and metallosis of the synovium. All products except the stem were revised without complication. Attempts have been made and no further information has been provided.